Event description:
It was reported that during pump replacement surgery, there was no flow through the distal/spine segment of the catheter. A catheter revision was planned for the next day. No pt symptoms were reported. The pump was used to deliver hydromorphone. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.